Event description:
It was reported that this unit was generating suboptimal ice. This icefx cryoablation console was called in for field service, as they have observed a change in performance for the past four procedures. It was reported that the ice balls were not as big as expected for the number of needles, and the noise produced by the console has changed. In the first case, one of the needles was repositioned after first freezing cycle because coverage was not as expected. In the other three cases, the procedures were completed with needle in the same position, as the physician was satisfied with margins seen on scan. No patient complications were reported.

Event description:
It was reported that this unit was generating suboptimal ice. This icefx cryoablation console was called in for field service, as they have observed a change in performance for the past four procedures. It was reported that the ice balls were not as big as expected for the number of needles, and the noise produced by the console has changed. In the first case, one of the needles was repositioned after first freezing cycle because coverage was not as expected. In the other three cases, the procedures were completed with needle in the same position, as the physician was satisfied with margins seen on scan. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: this icefx cryoablation console if0117 was returned for analysis. The system pressures were checked within the normal range: dynamic channel pressure was 3475 psi (channel 2) and the final regulated static pressure was 3526 psi. A freeze test was performed revealing the lowest temperature was -83 degrees c during the freeze period of 3 to 6 minutes, which indicates the temperature was higher than expected for an ice rod 1.5 cx needle (expecting to see -90 degrees c or lower). A functional check was performed and passed. The system was 18-months into a 24-month preventative maintenance cycle at the time of the complaint. The freeze test revealed ice that was smaller and not as symmetrical as expected. The difference may have been due to degradation of the desiccant (water absorption over time). During review of the log files, two errors for low pressure regulation fault, channel x stuck were found. First on channel one (27mar2023) and the second one on channel three (04may2023). The errors were not duplicated during testing. The solenoids were disassembled finding minimal residue on the pins and the plungers were clean. No foreign material was seen in the solenoid ports in the manifold. Both worked normally after reassembly. Analysis was able to confirm the allegation of insufficient cooling.